Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received guidance to perform a pump reset from technical support, which successfully resolved the issue, allowing them to start a new sensor session without further errors.